Event description:
It was reported that a balloon burst occurred. A 8.0 mm x 60 mm, 135 cm ranger drug coated balloon was selected for a urethroplasty procedure. The balloon was inflated once to 6 atmospheres when it burst. The balloon was completely removed from the patient using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a balloon burst occurred. A 8.0 mm x 60 mm, 135 cm ranger drug coated balloon was selected for a urethroplasty procedure. The balloon was inflated once to 6 atmospheres when it burst. The balloon was completely removed from the patient using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the returned product upn and lot number matched what was reported by the customer. Visual observation of the outer shaft, inner shaft, balloon and tip did not reveal any damages. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and is approximately 70mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the allegation from the field of a balloon rupture with the observation of longitudinal tear.